Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The customer reported that there were 11 patties in the box, rather than 10. The extra pattie fell out of the package and had no string or radio-opaque marker on it. There was no reported patient harm or delay in surgery greater than 30 minutes.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the manufacturing documentation was reviewed for any variations in current process and no variations were found. Our work order system (maximo) was reviewed for any work order that was done during the time this machine created this product and nothing was found. The patties are produced in a fully automated machine with very little human intervention. Patties which have been produced are inspected using a computer vision inspection throughout the process. The final step of the process is to place the patties on the card, which is done automatically by the machine. There is a vision system which then takes a picture of the 10 strings on the card and only allows it to pass if there were 10 strings found. The automated machine used to produce this product uses a vision inspection system to 'count' the number of patties on the card. The system is very robust at finding any missing patties. Therefore the most probable root cause lies in operator error, this however could not be determined. The scenario above is a very rare occurrence. We have seen very few complaints for this particular failure mode. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.